Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2013 and suture was used. During the sternal closure, the needle tip broke and became embedded in the sternum. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.